Event description:
The physician aspirated air bubbles into the angiographic syringe, creating st elevations on the patient. The physician was able to push out the air bubbles before causing any patient injury. The used syringe has been returned for evaluation.